Event description:
It was repoeted that when the devices were used during an unknown procedure, the staples would not close. Opened another device to complete the case. There was no consequence to pt.